Event description:
Rn called tech services to review nsvt episodes from a recent merlin.net device transmission. Upon review, tse and rn discussed presence of ventricular noise artifact that was too large to program around. Rn and physician will discuss scheduling the patient for lead replacement.